Event description:
We received a medwatch report from a hosp. They reported that a pt received a first-degree burn in the facial area.

Manufacturer narrative:
Facility filed a medwatch report stating a first degree facial burn and informed fisher & paykel healthcare. Our subsequent investigation into the event was through discussions with facility, as they would not release the mr850 respiratory humidifier in question. The biomedical dept checked the mr850 and verified that it was operating normally. The device continues to be used. The mr850 controls temperature to the pt at 37 celsius, and protects against thermal overshoots, limiting temperatue below 41 celsius, in accordance with the medical humidfier standard iso 8185. The pt was using a nasal cannula. A facial burn would therefore be limited to the nasal area. A first degree burn is considered a minor injury and characterized by redness of the skin. However, with nasal cannulae it is not uncommon for the pressure of contact to induce redness. The humidified gas at 37 celsius may also contribute to redness of the skin, particulary in more susceptible areas such as around the nares of the nose. It is not unreasonable to misinterpret these effects as a first degree burn. No further info is being sought and this complaint is now considered closed.